Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was identified as requiring replacement. This action is pending.

Event description:
The customer reported that the patient image thumbnail did not match the displayed image. There is no report of patient injury.